Event description:
An implantable pulse generator (ipg) and two competitor leads were returned to the manufacturer from a funeral home with no additional information. Further review of the manufacturer¿s database indicated the patient died approximately two months post ipg implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device associated with this adverse outcome was returned and the patient was identified as being deceased. At this time, no additional information is available. However, if additional information is subsequently received it would be processed and considered accordingly. (B)(4). Concomitant products: 2088tc competitor implantable pacing lead implanted (B)(6) 2012; 2088tc competitor implantable pacing lead implanted (B)(6) 2012; 995ms29 tissue valve implanted (B)(6) 2012.

Manufacturer narrative:
Product event summary: (B)(4) the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.